Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a failure of their continuous glucose monitoring (cgm) device, which preceded a severe hypoglycemic episode. At approximately 7:00 am, the patient was found unconscious and drenched in sweat by a colleague. Emergency services were contacted immediately. Paramedics arrived approximately two hours later. A fingerstick blood glucose test revealed a critically low reading of 26 mg/dl. At that time, the cgm device displayed a sensor failure. The patient was treated with intravenous glucose and transported to the hospital. Upon arrival at the hospital, the patient¿s blood glucose level had further declined to approximately 20 mg/dl. The patient received continued treatment, recovered, and was discharged the same day at approximately 12:30 pm. The patient¿s wife described the patient¿s condition at discharge as ¿stale.¿ there was no documentation of further medical evaluation or intervention. At the time of this report, the patient is stable. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.